Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture - baker grade IV. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: red biological tissue observed. Rupture: no observed rupture on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported capsular contracture, baker grade IV. Subsequently, physician reported implant rupture. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified.observed red particles on the device. Observed red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional later reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : no observed. Additional observations: deformation observed on the device. Brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side capsular contracture - baker grade IV. Physician reported implant rupture. The device has been explanted and replaced with a non-allergan device.